Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited low impedance measurements out of range on the right atrial (ra) lead. Technical services (ts) reviewed and provided assistance. The ra lead is not a boston scientific product. This device remains in service. No adverse patient effects were reported. Additional information was received stating this pacemaker system was scheduled for extraction due to infection. At this time, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited low impedance measurements out of range on the right atrial (ra) lead. Technical services (ts) reviewed and provided assistance. The ra lead is not a boston scientific product. This device remains in service. No adverse patient effects were reported.